Manufacturer narrative:
The device history record was reviewed and no anomalies were found. The investigation is ongoing. On (B)(6) 2021, bausch + lomb received an email from (B)(6) at cdrh/food and drug administration notifying the company that the report initially submitted on 03/03/2021 failed in the emdr system with an error due to the presence of the ¿}¿ character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (¿}¿) has been removed and this report is being resubmitted.

Event description:
The user facility in the (B)(6) reported that the machine kept switching off between changing surgeons settings. An error appeared but was not captured. Once the change of setting was selected, the system would display an error and restart. Upon the restart it will freeze and have to be manual restarted. There was no patient injury nor delay in surgery.

Manufacturer narrative:
The device was returned, evaluated and the reported issue was not reproducible. The device was tested on 3 different devices and no problem was found. Hdd reimage and screen calibration needed not as a result of this event just maintenance. The equipment specialist visited the site and conducted additional training. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action necessary.